Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform ez stent. The survey was conducted in germany. During the survey, in-stent thrombosis was reported to have occurred. No further information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. A post-market clinical follow-up (pmcf) survey was conducted for neuroform ez (device number unknown ¿ quantity (B)(4)), and responses (double blinded) from physicians was received on 11september 2024. The clinical specialists involved in the survey were from china, france, germany and united states. For neuroform ez the following complications were reported: all-cause mortality, allergic reactions, hemorrhagic events. In-stent thrombosis. The device was not returned as it was implanted. It cannot be confirmed if the device met specification, as the product was not returned. The risk of the patient vessel thrombosis patient harm is documented in the neuroform ez dfu, as a potential adverse event which can occur as a result of these type of procedures. There was no indication of device malfunction or failure, therefore an assignable cause of anticipated procedural complication will be assigned to the reported patient vessel thrombosis.

Event description:
A post-market clinical follow-up (pmcf) anonymous survey was conducted for subject neuroform ez stent. The survey was conducted in germany. During the survey, in-stent thrombosis was reported to have occurred. No further information is available.